Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the emergency treatment procedure was performed when the issue happened, and it was completed by restarting the system. The remote service engineer (rse) examined the system remotely and found geometry movements were partly available. After reviewing the log rse found geo pc communication timeout error. To resolve the problem, complete restart performed. After system restart, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved on the same system, by restarting the system. If a loss of the rotational stand/c-arc movement occurs during a procedure, a warm restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the loss of rotational movement issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss of motorized rotational or angulation movement is restored with one warm or cold restart and the procedure is completed, it is unlikely that the loss of movement would result in a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating geometry movements were partly available. No harm was reported to philips. Philips has started an investigation of this complaint.